Event description:
It was reported that the explanted products were likely discarded. No further relevant information has been received to date.

Event description:
It was reported that the patient underwent a full revision due to damaged/fractured lead. They did not attempt pin reinsertion. The explanted products have not been received to date. No further relevant information has been received to date.

Event description:
It was reported that high impedance was detected on the patient's generator within a few months of replacement. The patient was in a car accident where the patient hurt her neck, which was believed by the doctor to be the cause of damage to the vns lead; however it should be noted that the car accident occurred prior to generator replacement and there was known good impedance after the generator was replaced. It was noted that the patient was no longer seizure free and seizures were worse than pre-vns baseline. No further relevant information has been received to date no known relevant surgical intervention has occurred to date.